Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Noise seen on three nst recordings from (B)(6) 2021. Noise seen on ff and rv channels. Appeared to be possibly external noise but nurse was going to discuss this possibility with patient. Isometrics and pocket manipulation could not recreate noise. Diagnostic trends appeared stable. No adverse patient events reported. Should additional information become available, it will be added to this file.